Manufacturer narrative:
Investigation summary: based on device history record review, no abnormality was observed during the production of the affected batch. The routine catheter pull test and catheter leak test were within specifications. No quality notification was raised for the reported batch. Manufacturing review was performed at the icam assembly line and there is no misalignment which could cause damage to the catheter. Also, there is an automated vision inspection system at the icam line which can detect tip spear and reject the defective part if catheter tip damage occurred during the manufacturing process. The nonconformance could have happened out of the manufacturing facility during product application. As the actual sample was not returned for evaluation, actual root cause could not be established.

Event description:
It was reported that the bd insyte¿ IV catheter broke from its hub after removing the mandrel. The following information was provided by the initial reporter: the distal end of the catheter becomes detached when the mandrel is removed, leading to cases of venitis.

Manufacturer narrative:
Correction: the following field was corrected: imdrf annex a grid: a0401 break.

Event description:
It was reported that the bd insyte¿ IV catheter broke from its hub after removing the mandrel. The following information was provided by the initial reporter: the distal end of the catheter becomes detached when the mandrel is removed, leading to cases of venitis.